Event description:
It was reported by service report that the fowler was drifting down with weight. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - fowler clutch.